Manufacturer narrative:
(B)(4). Current information is insufficient to permit a conclusion as to the cause of the event. Customer has indicated that the product will not be returned to zimmer biomet for evaluation at this time, as the device remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient is scheduled to undergo left shoulder arthroplasty revision due to implant disassociation from the stem. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001825034-2017-02071.